Manufacturer narrative:
Received 1 (one) used set of 4 arcticgel medium pads only. During the visual evaluation of the returned kit, no manufacturing deficiencies were noted. No obvious defects were observed on the returned pads. The pads were submitted to the flow rate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes and the water immediately started flowing to the pads without any problems. (B)(6). The flow rate is acceptable for all pads. The reported event was unconfirmed as the product meet specification and the reported event could not be reproduced. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use states the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(6). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were producing low flow. The pads were changed to a different set; therefore therapy was interrupted.